Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 828-090, 510k #k964275 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with kyphosis; and underwent "vcr" at t8-l3, on an unknown date, post-op, the rod broke at t11. The patient then underwent a revision surgery for rod replacement. No fragment of the broken rod remained inside the patient. The patient's issue has now been reported as resolved.